Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the patient claimed that the animas cartridge has a leakage issue. Animas made several attempts to contact the patient to obtain more information but was not successful. Reportedly, the patient had two blood glucose excursions while the insulin pump was empty. The first incident was on (B)(6) 2011 when her blood glucose went to 473 mg/dl. The second incident was on august when her blood glucose went to 43 mg/dl. There was no report of any medical intervention associated with the incidents. This complaint is being reported because the patient had blood glucose excursions while she had a cartridge leakage issue.